Event description:
An unk size endeavor drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unk lesion. Lesion morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the protective sheath that covers the stent was removed. The sds was inserted into the pt, and the balloon expanded. It was at this time that it was noted that the stent was not at the lesion site. The stent was found in the protective sheath. It is unk how the lesion site was treated. No additional clinical sequelae were reported and the patient condition is unk.